Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue. Product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01532. The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the pt complained of low back pain and had developed an infection at his lead incision site. The physician explanted the pt's system due to the infection on (B)(6) 2011. It was reported that culture results showed a (B)(6), and the pt was treated with intravenous and oral antibiotics. The explanted devices will not be returned to the MFR for eval.